Manufacturer narrative:
The dentist refused to provide information about the patient's weight.

Event description:
On march 25, 2026, nakanishi became aware of a handpiece overheating through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: - the event occurred on (B)(6) 2026. - the dentist was performing an extraction and bone graft procedure on #2 and #15 teeth of a patient using the sga-e2s handpiece (serial no. (B)(6)). - during the procedure, the handpiece overheated, and the patient received a thermal burn injury to their lower left lip and chin approximately 1 inch in length. - due to the external location of the injury site the patient consulted with a dermatologist and although the wound is healing normally, the patient may be left with a permanent visible scar that may require plastic surgery to minimize its appearance.